Event description:
Two reports on same event re: loaner scope. Leak. Scope leak reported to lead rt.I washed and brush scope per protocol times three because the trace blood was found because of the leak. Unable to reach olympus tech support so we called [] for advice on how to proceed. We were told to proceed with high level disinfectant with leak tester on per protocol. Pre cleaning procedure followed as well per []. Loaner scope 1th190 #2300261 was used with laser treatment. Pre cleaning was done and was notified there is a leak in scope. Doctor [] is aware.